Event description:
It was reported via the stryker facebook page, "I got a mako knee replacement. I got an infection, now I am on replacement number five. Still not back to normal activity after over a year. If I knew then what I know now, I would have put up with my old knees!" Additional fb comment received, "right knee was done first, same surgeon same knee replacement. Second one has been a horror due to a stubborn staph infection. I would think if it were an allergy, it would present itself in both. I think after a year the infection is gone. After 5 replacement surgeries I am still having issues. I figure I always will." Additional fb comment received, "at the suggestion of my surgeon I changed to another hospital that has a really good infectious disease department. The new surgeon at that hospital did revision number 4 and placed an antibiotic spacer in place of my knee joint. That and 10 weeks of antibiotics seems to have cleared the infection. They have replaced the spacer with hopefully my forever knee. Still having issues, I feel it is scar tissue from all the surgeries. We shall see. Thanks for the prayers, very much!" Additional fb comment received, "think long and hard. If you look at the previous comments you will see it is not always a happy ending. If there is any way you can live with the pain, live with it. I had both replaced, one was a textbook success the other done by same surgeon at same hospital has become the worst decision I have ever made! Started with an infection then three revision replacements. My surgeon gave on me and referred me to another doctor, another infectious disease doctor and another hospital. It has been 7 or 8 months since then. Still have problems! Just make sure you are ready before you do it! You will sign papers saying you accept the risk up to and including death! Trust your gut!"

Manufacturer narrative:
Reported event: an event regarding infection involving an unknown knee implant was reported. The event was not confirmed. Method & results: -product evaluation and results: not performed as the device was not returned. -clinician review: no medical records were received for review with a clinical consultant. -product history review: could not be performed as the device lot details were not provided. -complaint history review: could not be performed as the device lot details were not provided. Conclusions: all stryker products sold as sterile are validated to a minimum sterility assurance level sal of 10^-6 in accordance with applicable iso standards. The exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.